Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with this artificial urinary sphincter (aus) for 18 years. Aus worked as intended. The patient had bowel surgery at some point and the pressure regulatory balloon was perforated which led the patient experiencing recurring urinary incontinence. All the components were removed and replaced. No further patient complications were reported.